Manufacturer narrative:
Vascade mvp® venous vascular closure system (vvcs) instruction for use model 800-612c 6-12f (venous) states that venous occlusion is a complication may occur and may be related to the procedure or the vascular closure. The device was not returned to haemonetics for a physical examination. The cause of the reported event cannot be determined.

Event description:
The patient underwent an ablation procedure during which the vascade mvp vascular closure device was used. Following deployment, approximately 5 mm of the collagen component remained visibly exposed. To fully seat the collagen plug, forceps were used to advance the exposed portion further into the tissue. During subsequent patient assessment, the physician identified an abnormal finding and suspected possible venous occlusion. An ultrasound examination was performed, revealing that a portion of the collagen component had entered the vessel lumen. Based on the imaging findings, the physician assessed the event as a minor venous embolization/occlusion. The physician elected to manage the patient conservatively with anticoagulant therapy and close clinical observation. In the physician's assessment, only a small amount of collagen had entered the vessel, and continued monitoring without additional intervention was not expected to result in any clinically significant complications.